Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturers reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5098253 that a female patient who underwent an unspecified breast augmentation with two unknown mentor saline breast implants has experienced unexplained systemic symptoms postoperatively, including joint pain, fatigue, concentration issues, fibromyalgia, chronic fatigue, restless leg syndrome, ocd, depression, anxiety, balance/coordination issues, dizziness, migraines, hair loss, bedridden, lump in my right breast. Suicidal ideation. The patient reported mammogram, ultrasound and MRI examinations do not indicate breast cancer, but did include a note regarding fluid around the implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the procedure was primary augmentation, patient age at the time of event was 33 years old. Date of implantation was on (B)(6) 2000. Date devices were removed was on (B)(6) 2021. Patient ethnicity is caucasian. Fibromyalgia was diagnosed on 2005, based on symptoms/trigger point pain in 15 of 18 areas. 2003 - pain in shoulder. 2004 - allover pain. 2005 - extreme fatigue, issues with concentration, memory, focus & word recall. 2007 - stomach problems/ibs. 2009 - restless leg/dental problems/hair loss. 2010 - numbness/pins & needles in both arms/hands, severe neck/back pain. 2015 - balance/coordination problems. Manufacturer¿s reference number: (B)(4).